Event description:
It was reported there was irregular pacing. Intensivist was alerted, physicians who, at that time, were approaching bedside for rounds. As the physician was bedside, the patient then had a ventricular fibrillation arrest. Chest compressions and acls (advanced cardiac life support) initiated. Patient shocked three times and patient converted to own rhythm. Atrial wire was disconnected from the epg (external pulse generator) and patient placed on backup vvi pacing with the main ventricular wire. Defibrillator pads attached,sensing and connected. Ventricular pacing was recommended if necessary by a physician. Patient was awake and following commands. Patient remained intubated. The epg was returned for evaluation, test, and calibration. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Device was also ran in environmental chamber for 48 hours and no anomalies were observed. Analysis found the upper case is damaged. Battery release, lead flex cover, and the battery drawer are contaminated. Battery contacts are compressed. Keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.